Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the provided sample, no damage can not be identified within the system. An indication for a process related issue could not be found. The system was found without any damage during evaluation testing, but it was not known what the user experienced by indicating 'misshaped'. The reported issue may be related to rough handling during unpacking or preparation of the device. In this case it was unknown if the delivery system was flushed prior to use and the device was used bareback. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: 'examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.' And 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. When flushing the stent graft lumen via the top port, ensure that the 2-way stopcock (m) is open, and that the tuohy-borst valve is closed.' Instructions for use stated: 'the use of an appropriately sized introducer sheath is recommended.'. (Expiry date: 02/2022), (method, result and conclusion) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the device allegedly misshaped when inserting into the patient body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2022.

Event description:
It was reported that during a stent placement procedure, the device allegedly misshaped when inserting into the patient body. The procedure was completed by using another device. There was no reported patient injury.